Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer also reported that they received multiple calibration error alarms and change sensor alarm. The customer's blood glucose was 110 mg/dl at the time of incident. The customer's blood glucose was 180 mg/dl and sensor glucose was 40 mg/dl when it triggered threshold suspend. The customer stated that hey had blood glucose readings of 70 mg/dl and sensor glucose was 240 mg/dl. The customer also stated that they performed find lost sensor. The customer stated that they received bad sensor alert after a 2nd consecutive calibration error alarms. The sensor will be returned for analysis.